Manufacturer narrative:
After the initial complaint report in 2005, kimberly-clark conducted an investigative visit at the hospital site. Records indicated that a shoulder roll was used during the procedure. Best practice guidelines and our instructions state not to use firm positioning devices under the patient to avoid pressure injuries.

Event description:
The original complaint from the hospital stated that a skin injury had occurred during cardiac surgery with the use of the patient warming system. The site described the injury as a "reddened area with small blisters". The site indicated they had provided antibiotic ointment to the patient to self apply. At the time of this report, the severity of the injury indicated did not appear to kimberly-clark to meet the criteria of a serious injury, and so a MDR report was not filed. Kimberly-clark regulatory affairs then received a letter from the patient's lawyer on 6/29/2006 alleging that the patient had received 6 cm x 3 cm and a 10 x 4 partial thickness burn wounds during the surgery. The letter alleges the burns are permanent and scarring remains. We are filing the MDR because of this additional information, though the information is different in severity than communicated by the hospital. Kimberly-clark has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.